Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was holding a piece of drywall above their head when they felt a 'snap.' The lead was damaged and the patient experienced a loss of therapy. The lead was left in the patient's spine but was disconnected from the ins, and a new lead was inserted and connected to the ins. The issue was considered resolved. No further complications were reported.